Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery. The 2.25 x 23 mm xience v stent delivery system (sds) was introduced into the guideliner; however, during advancement, some resistance was noted with the guideliner. During removal of the sds, resistance noted and the stent partially dislodged from the sds, inside the guideliner. The sds was removed with the stent still partially on the sds balloon. A new xience v sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
The stent delivery system was not returned; only the dislodged stent implant was returned on a guide wire. Additional information reported that the stent fully dislodged inside the guideliner and was removed with the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position and remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.